Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's flow meter. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia delivery. No pt injury was reported.